Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps (fbf) instrument did not articulate properly. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis (fa). Fa found a frayed grip cable at the distal end of the instrument. The probable root cause of a frayed cable is attributed to damage to the cable through external collisions, during use, or during reprocessing.